Event description:
It has been reported that the unspecified bd¿ syringe has been found deformed before use. The following has been provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that syringes were stuck together. Per initial email: I received a call about a claim placed on some syringes that were stuck together.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ syringe has been found deformed before use. The following has been provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported that syringes were stuck together. Per initial email: I received a call about a claim placed on some syringes that were stuck together.